Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. . Corrected - expiration date durasulâ® bipolar insert lot# 62862877 item# 440526044 bipolar cocr shell item# 440500046 serial # (B)(4) modular neck b 12/14 neck taper use with +0 heads only item # 00784802200 lot # 63007355 the reported event could not be confirmed based on limited information received. The visual inspection of the returned femoral head, modular neck, and a bipolar durasul insert showed no visible damage. The head was still locked onto the neck and both devices were in good condition. The liner showed damage to the outside diameter; however, it was autoclaved prior to the evaluation. The condition of the liner did not allow for an accurate dimensional analysis. DHR was reviewed and no discrepancies were found. It is reported that the patient was revised due to a fall; however, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2016-02464

Event description:
It is reported that the patient underwent a bipolar hip arthroplasty revision approximately four (4) months post-implantation due to dislocation following a fall.